Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was recently hospitalized due to a blood glucose level of 28 mg/dl. Customer stated that he was transported via ambulance and admitted. The customer was not wearing the insulin pump at the time of the hospitalization, but had been off for less than 48 hours. The customer stated that he believed the device was overdelivering insulin. During troubleshooting, the insulin pump did not show any sign of malfunction. The insulin pump was not replaced or returned for analysis.